Manufacturer narrative:
Summary of event: as reported, a three-way plastic stopcock was leaking lipodol and chemo drugs. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. In response to this incident, cook reviewed the device history record. The device history record for the same lot showed one relevant non-conformance for fitting, not properly secured for one scrap do not replace. There are also three nonrelevant nonconformances for this lot number. A database search for complaints on the reported lot found one additional complaint from the same customer for the same failure. The history record for the sub assembly lot found one relevant nonconformance for fitting, damaged for six scrap do not replace. A database search for complaints found no complaints from the field for these lots. This device does not come with an IFU. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or procedural information to report that was not included on the previous MDR.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a three-way plastic stopcock was leaking lipodol and chemo drugs. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Additional event details have been requested.